Manufacturer narrative:
The reported complaint that "the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was defective load cells. The broken covers and defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform was performed at zoll. Based on the photos provided by the zoll service team, the top cover, front enclosure, bottom enclosure, battery compartment, and battery lock were all noted to be damaged, unrelated to the reported complaint. The exterior edge of the top cover was chipped and broken at multiple locations, and there was a large breakage going around one of the corners of the top cover. Furthermore, the interior of the front enclosure was cracked. Also, there was a vertical crack going through one of the screw fittings of the front enclosure. In addition, the interior of the bottom enclosure was observed cracked with broken screw fittings, and there was a vertical crack going through one of the handles of the bottom enclosure. The battery compartment was cracked and broken, and the battery lock was bent. The observed physical damages appeared to the characteristics of harsh impact due to user mishandling. All the damaged parts and covers will be replaced to address the observed issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed both load cells were defective, and they will be replaced to remedy the fault. During further investigation, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The autopulse platform was manufactured in november 2007 and has exceeded its expected service life of 5 years. The sticky clutch plate will be deburred to address the problem. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer was unable to clear the advisory message. No patient involvement.